Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pace impedance measurements reaching out of range. X-rays were completed and showed no signs of damage. This lead remains in service no adverse patient effects were reported.